Event description:
It was reported that the patient presented remotely to the clinic on (B)(6) 2025, via data transmission. Upon examination, the clinic noted possible episodes of post-paced t-wave oversensing. The electrogram (egm) indicated the right ventricular (rv) lead configuration was set to bipolar which did not allow proper assessment of the rv lead behavior. Programming changes were made, however, episodes of non-sustained right ventricular oversensing (nsrvo) persisted and was still observed up to the most recent data transmission on july 25, 2025. There were no reported consequences to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).